Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0078520. Medical device expiration date: (B)(6) 2024. Device manufacture date: (B)(6) 2021. Medical device lot #: 0017061. Medical device expiration date: (B)(6) 2023. Device manufacture date: (B)(6) 2020. Medical device lot #: 1116409. Medical device expiration date: (B)(6) 2024. Device manufacture date: (B)(6) 2021. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label content with the incident lots was not observed. The photos show the thermal barcode case label and the blister top web print of each lot included in this complaint, however no defects could be observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect label content as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect label content. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok access device, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: there is a difference in the item number between the outer package and the inner package

Event description:
It was reported when using the bd luer-lok access device, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: there is a difference in the item number between the outer package and the inner package.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label content with the incident lots was not observed. The photos show the thermal barcode case label and the blister top web print of each lot included in this complaint, however no defects could be observed. The catalog number difference the customer is reporting is due to a variant code which was added to btd/llad product catalog numbers, btd/llad nested blister package in strips of six. The variant code (00) was added to btd and llad catalogs on the case labels only to distinguish between prior 200 unit cases and new 198 unit cases packaged in nested configuration. This is not a product or packaging defect. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect label content as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect label content. The reported difference is not a product or packaging defect.